Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Review of the log showed ¿fan tray and dcps¿ malfunction. Upon troubleshooting, fse found a fault in the m rack power supply. To resolve the issue, fse replaced the power tray module - power supply in the m cabinet and performed all relevant testing. The defective pdu fan tray fru was returned to philips for failure analysis and the cause of the failure was found to be ¿electrical overstress (abnormal use caused by customer)¿. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.